Event description:
The patient reported she had her pump replaced in 2007. She stated "I had 4 surgeries in the last 2 months due to pump erosion and catheter erosion". The pump was explanted the following month. The pt also said "the skin where the pump used to be is weeping - will not heal". The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.